Event description:
It was reported that upon pulse generator interrogation, the message -data not read- displayed in the battery measurement field. Records of measured data were not found in the patient's health history.